Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The pump was reset during troubleshooting, and the malfunction was cleared.